Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and intepro llp y-sling and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with total abdominal hysterectomy and anterior colporrhaphy; due to symptomatic uterine fibroids, prolapse, cystourethrocele and stress urinary incontinence. The patient experienced pain, extrusion, urinary problems and vaginal scarring. It was reported that the patient underwent mesh removal/revision (excision of mesh and revision of posterior perineum) on (B)(6) 2007 due to pain and exposed mesh. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with modified abdominoplasty. No additional information has been provided.